Event description:
It was reported that the lead was explanted due to infection with sepsis and vegetation on lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).